Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead impedance and ventricular capture thresholds had been steadily increasing. On (B)(6)2016 the asymptomatic patient presented in the operating room for lead revision and the lead was explanted and replaced. The patient was in stable condition post procedure.